Event description:
It was reported that a 29mm navitor vision valve was selected for a valve-in-valve implant on (B)(6) 2024 using a large flexnav delivery system. The patient had a previous 27.5mm non-abbott valve implanted on the same day via the right subclavian artery. The starting implant depth at 80% was 3mm from the non-coronary cusp (ncc). Upon release from the delivery cable, both the non-abbott valve and the 29mm valve migrated into the left ventricle. Both devices were explanted via cardiac surgery. The patient did not present with any clinical signs or symptoms. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
It was reported that upon release from the delivery cable the 29 mm navitor valve and previously implanted non-abbott valve both migrated into the left ventricle. The migrated valve did not block a coronary arteries. Information from field indicated that there was sufficient calcium to allow anchoring of the device. The device was not returned to abbott for analysis such that it is not possible to inspect the explanted device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on information available, the cause of reported device migration could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances as both migrated devices were explanted via cardiac surgery. The patient was was reported to be stable. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note that, per the instructions for use, artmt600267458-a, "the navitor¿/navitor titan¿ valve is designed to be implanted in the native calcific aortic heart valve without open heart surgery and without concomitant surgical removal of the failed native valve."